Event description:
Injection site atypical mycobacterial infection [atypical mycobacterial infection] case description: medical device information: novopen 3 (class iib). Spontaneous report received from (B) (6) and reported by an endocrinologist as "recurrent case of injection site atypical mycobacterial infection". It concerns a (B) (6) male patient treated with novopen 3 (insulin delivery device) start date 1990 and stopped (B) (6) 2008, and protaphane penfill (insulin human) (drug first doses unknown, drug stop date unknown) for "insulin-requiring type 2 diabetes mellitus". Medical history includes hypertension, hypercholesterolemia, diabetic retinopathy, coronary artery bypass grafting/aortic valve replacement (in 2003 ) and prostate surgery. The patient is on basal bolus therapy using protaphane penfill, novopen 3 at night and novorapid flexpen before meals. The patient first reported injection site abscesses at abdominal injection sites in 2004 (case (B) (4)). Atypical mycobacterial infection at the injection sites was found and treated successfully with antibiotics. In (B) (6) 2007, the patient presented with injection site infections at femoral injection sites and was referred to an infectious diseases specialist who again found atypical mycobacterial infection. This time, the injection site infections did not respond to any bacterial therapy and the patient sought advice from 2 other infectious diseases specialists. One of these specialists determined that the source of infection was the patient's novopen 3 itself (not the cartridge). The endocrinologist is not so sure given the history and is not surprised that the pen would be contaminated with mycobacteria given that the patient would be handling the pen, the cartridge and the infected injection sites. The endocrinologist suspects that the mycobacteria are resident in the patient. The endocrinologist asked about the effect of our preservative system on mycobacteria in the context that the patient had reported occasional aspiration and therefore the endocrinologist suspected that contamination of the penfill could be another potential source of infection. In (B) (6) 2008, at the femoral injection site infection surgery with incision and drainage was performed. The patient was also prescribed klacid (clarithromycin). In (B) (6) 2008, the patient once again experienced an abdominal injection site infection. This was treated with klacid. Reportedly the patient did re-use the needle in the past, and he has used same pen for 18 years. Now he is using syringe which is disposable after each injection. The patient was given further specific antibiotic therapy and was switched to using syringes for injections. The injection site infections responded to such treatment. The patient is currently free of injection site infection but is now using disposable, single use syringes for each infection and is following the advice of the infectious diseases specialist to wash daily in chlorhexidine. The patient does not have any infected injection sites since changing syringes to inject his evening protaphane and has also been on long-term klacid (clarithromycin) antibiotic therapy (discontinued on an unknown date). No further surgery planned at this stage. The suspected product was stored correct according to product accommodations. The overall outcome is reported as recovered in (B) (6) 2008. Reporter's causality: probable. Novo nordisk causality: reportable. Comment: company comment. Patients with diabetes are at particularly high risk for infection comparing with non-diabetic people. Moreover, it is reported that the patient has re-used the needle for some time, and the same pen has been used for 18 years (the maximum period should be less than 5 years). All these circumstances greatly increased the chance for infection site infection. This case relates to similar event occurring in 2004. This information has been entered into (B) (4)/ (B) (4). Comment: alternatively aetiology: mycobacterial infection from novopen 3.